Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The device was explanted. Patient reported "the {explant} surgery was suppose to be simple but worsened". Physician reported worried about patient, a lot of seroma, enormous blister in the scar tissue. The capsule and the seroma were sent for analysis and informed cd30+. The implant and the silicone were intact.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, granuloma, seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, granuloma, seroma-late. (B)(6).

Event description:
Healthcare professional reported left "contracture," baker grade IV with pain and "deformation," "rippling," fluid, "accommodation crease" near the scar, and finding of possible "siliconoma, calcification and/or fibrosis." The device remains implanted. The patient was prescribed antibiotic (kefazol) as prophylaxis for the upcoming surgery and for seven days after the surgery.